Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve procedure (viv). At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. The device history record (DHR) review could not be performed as no information regarding the product was provided. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 23mm surgical valve had a transcatheter valve implanted (valve-in-valve) due to severe aortic insufficiency. The implant duration of the surgical valve is unknown. The patient was considered a high risk surgical candidate and no additional details were provided.

Manufacturer narrative:
The model and serial were updated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.